Manufacturer narrative:
The event occurred in (B)(6). (B)(4).

Event description:
On (B)(6) 2014, it was reported that the patient's infusion tubing had become separated from the headset on more than once occasion. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.